Manufacturer narrative:
Device analysis has indicated device failure. Device analysis report attached. This report is submitted on (B)(6), 2023.

Manufacturer narrative:
This report was submitted on march 15, 2023.

Event description:
Per the clinic the device was explanted on (B)(6) 2023, due to open circuits. The patient was reimplanted with another cochlear device during the same surgery.